Event description:
Attendant received rash and chlorine burns to top and lower half of body. Attendant reacted to chlorine in pool, and it is believed she is allergic to chlorine. One person involved.